Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported via manufacturer's report # 3004209178-2014-05644: [it was reported there was a change in therapy effect. It was stated they were experiencing increased spasticity for the last few weeks but attributed it to a strained back. It was noted the pump was critically alarming prior to some therapeutic magnet device therapy the patient had. It was reported telemetry was not able to be established with the pump or clinician programmer for the refill the day of report. It was stated they tried everything and still could not read the pump, so they believed the pump may be damaged. The pump was used to deliver lioresal.] Additional information later reported the cause of the critical alarm was unknown. It was also noted the cause of the telemetry issue was also unknown. The cause of the patient's symptoms were indicated as "pump malfunction." Device trouble shooting included contacting the manufacturer the same day the problem found. It was noted that the patient was receiving effective therapy now as the pump was replaced.

Event description:
It was reported that the healthcare provider (hcp) had difficulty interrogating the pump during refill. The hcp was unable to interrogate and then they heard a critical alarm. It was further reported that the patient had been experiencing increased spasticity for the past few weeks but attributed it to a strained back. The patient stated she was having some ¿therapeutic magnet device therapy¿ but the pump had been critically alarming prior to that. The hcp was unaware of any medical procedures that the patient had recently. The hcp was unable to establish telemetry between the pump and physician programmer during the refill on (B)(6) 2014. The hcp stated he tried everything, in regards to possible electromagnetic interference (emi), but still could not read the pump. The hcp believed the pump ¿may be damaged¿. The device system delivered baclofen. It was later reported that the pump was replaced on (B)(6) 2014 due to the critical alarm and being unable to interrogate the pump. It was noted that telemetry was attempted with another physician programmer and was also unsuccessful. Patient status at the time of the report was unknown. It was later reported that the manufacturer representative that was present at the surgery was not aware of any patient symptoms. It was unknown how the patient was doing at this time. It was later reported via the hcp that the patient experienced increased spasticity in her legs and back pain. The reporter stated the alarm was a non-critical alarm even though the reservoir was not low. The cause of the alarm remained unknown. The patient was currently stable and receiving effective therapy.

Event description:
Additional information received reported that the pump was explanted on 2014-(B)(6), (though previous information reported the explant date as 2014-(B)(6)). It was stated that the old pump contained lioresal. It was noted that the patient had mild withdrawal symptoms related to the event. The alarm was a single tone beep, but there was ¿no error message¿ because the physician was unable to interrogate. It was noted that the event was not resolved, despite troubleshooting with patient services over the phone. It was noted that the patient was receiving effective therapy after changing the pump. The new pump was filled with gablofen.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only pump returned for analysis. Analysis confirmed the complaint, unable to establish telemetry. Unable to gather any log data. Battery voltage was good. Static current drain was in spec. Connected new power source and telemetry issue was still present. Sent hybrid for further testing and presently concluded hybrid/s2 general anomaly with the hybrid.

Manufacturer narrative:
The additional hybrid analysis report was received. No anomaly was found.